Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown hip femoral head; unknown hip acetabular liner; unknown hip acetabular cup; unknown hip femoral stem. Initial reporter occupation: non-healthcare professional.

Event description:
Asr claim letter received. Claim letter alleges pain, tenderness, deficiencies in walking, reactive osteoblastic hyperactivity associated with phlogosis phenomena level 2 of the reported site mobility index of the prosthesis itself, and neurological symptoms characterized by persistent headache and lipothymic seizures. It is also being indicated that the implants caused the elevated metal ion levels in the upcoming years confirmed in the lab results showing levels above 7 ppb. Doi: (B)(6) 2005; dor: (B)(6) 2006; left hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.